Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient was at the courthouse yesterday and she asked not to go through scanners or to have security wands used. However she thinks that the security wand go too close to where her ins was located as she discovered that she lost 2 programs on her programmers but noted that she had 1 program and that she still upright and walking however she could feel the ins pulling. Patient stated that when she shut the ins off last night, her legs felt like there was nothing there as the ins was for her legs for compartment syndrome. Pss was understanding that the patient wasn't feeling stimulation in her legs when she shut the ins off. Patient stated if she has the ins taken out, she may never walk again. No further complications were reported/anticipated.